Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
All patients underwent endovascular treatment under local anesthesia, beginning with angiography to assess long femoropopliteal occlusions (>200 mm). Recanalization was achieved using transluminal, subintimal, or combined techniques, followed by balloon angioplasty. If needed, paclitaxel-eluting zilver ptx stents (=120 mm) were implanted along the lesion, with an average of two stents per patient. Patients were randomly assigned (1:1) into two groups: -zilver group (n=30): received standard endovascular treatment (angioplasty + stenting). -zilverfas group (n=30): received the same endovascular treatment plus fasciotomy of hunter¿s canal. In the zilverfas group, a small thigh incision was made to access and incise the lamina vastoadductoria, and ligate the superior medial and lateral genicular arteries, aiming to reduce external compression and mechanical stress on the stent. All patients received aspirin (160¿300 mg) and IV heparin (5,000 iu) preoperatively, followed by long-term aspirin (100 mg/day) and clopidogrel (75 mg/day) for three months postoperatively. Follow-up -patients were followed at 12 and 24 months with: -clinical examination and symptom review -ankle-brachial index (abi) measurement -duplex ultrasound to assess patency -x-ray of the stented segment to detect fractures -cta was used if significant restenosis (>70%) or occlusion was suspected. This protocol enabled comprehensive monitoring of patency, stent integrity, and need for reintervention this complaint will capture 21 patients that had a stent fracture associated with a loss of patency. Patient outcome - surgical intervention the study enrolled 60 patients between 47 and 75 years old, all diagnosed with chronic lower limb ischemia (rutherford categories 4¿6). These patients had long femoropopliteal occlusive lesions measuring over 200 mm, with satisfactory distal runoff defined by a rutherford runoff resistance score of =4. All participants provided written informed consent and were randomized equally (1:1) into two groups: one treated with standard stenting (zilver) and the other with stenting plus fasciotomy of hunter¿s canal (zilverfas). Inclusion criteria -patients with chronic ischemia of the lower extremities (iii-IV degrees according to leriche-fontaine, 4-6 degrees according to rutherford), age: 47-75 years. - long femoropopliteal occlusive lesions more than 200 mm - patients who have given consent to participate in the study - rutherford runoff score four or less exclusion criteria - chronic decompensated pulmonary heart - ability to perform revascularization with great saphenous vein - chronic heart failure iii-IV functional class according to new york heart association functional classification - severe hepatic or renal failure (bilirubin >35 mmol/l, glomerular filtration rate <60 ml/min) - polyvalent drug allergy - malignant cancer in the terminal stage - acute cerebrovascular accident - severe calcification of the arteries of the lower extremities - patients with stenosis of the common femoral artery >50% - patient refusal to participate or continue to participate in the studylife expectancy less than 3 year.

Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the zilver ptx 35 drug-eluting stent devices of unknown lot numbers or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached literature paper. It should be noted that this file is related to another two complaint files. For details of the other investigations please refer to (B)(4). This file relates to stent fractures which resulted in loss of patency (21 cases). Through the investigation it was clarified by the medical advisor that the stent fractures detailed in the literature article would have caused the loss of patency manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0117 which informs the user about the potential adverse events that may occur include the following ¿allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium, allergic reaction to nickel titanium alloy (nitinol), atheroembolization (blue toe syndrome), arterial aneurysm, arterial rupture, arterial thrombosis, arteriovenous fistula, death, dissection, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot or leg), occlusion, pain/discomfort, pseudoaneurysm formation, renal failure, restenosis of the stented artery, stent embolization, stent malposition, stent migration, stent strut fracture, vessel perforation or rupture, vessel spasm, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0117) lists ¿stent strut fracture¿ and ¿restenosis of the stented artery¿ and ¿occlusion¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. As per page 2 of the literature article ¿the occurrence of such stent fractures is primarily attributable to the biomechanics of the vessels themselves.¿ as per medical advisor the restenosis and/or occlusion seems associated with stent fracture and for the worst-case scenario severity for stent fracture would be +4. As previously noted, ¿stent strut fracture¿, ¿restenosis of the stented artery¿ and ¿occlusion¿ are listed as potential adverse events in the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: as per medical advisor input surgical intervention would have been required for the stent fractures which resulted in the loss of patency. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-nov-2025.

Event description:
A supplemental correction report is being submitted following a retrospective review conducted during the precedence review date of october 23, 2025. The corrected report is required to update the a code to a040101, as this file pertains to stent fractures.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.